Event description:
The customer reported to (B) (4) customer service a pump with failure code 810:11. This event occurred in the second floor observation treatment center during set-up. There was no reported patient injury or medical intervention. No additional information is available.

Event description:
Customer stated that a patient with a previously identified anti-m failed to react with vs342. Additional testing was performed and anti-m was identified. Review of vs342 indicated that both donors are heterozygous for the m antigen.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt had the following symptoms: shakiness, increased bowel movements, a foul taste in his mouth, cold and tingling sensations. The pt was advised to go to the hospital by the hcp, but the pt refused. The pt was prescribed oral medications at that time. A confirmed motor stall was recorded on (B) (6) 2009, at 0021 with no recovery noted in the event logs. The pt denied any exposure to MRI or other electromagnetic sources that may have caused the motor stall. The hcp programmed a single therapeutic bolus; the stall did not recover. They had planned to program the pt's pump to the minimum rate and considered explanting the pump. The pt was worried that he would "get bolused with the drug." A tube set error message occurred when some of the reservoir volume was removed by the hcp. The volume was removed in order to "appease" the pt. They had planned to replace the pt's pump. The medication being delivered via the device system was morphine sulfate. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). Evaluation summary: a baxter service technician evaluated the pump for failure code 810:11. The reported condition was confirmed as the air base was too high and required air-in-line (ail) calibration. The ail and printed circuit board (pcb) were recalibrated and verified. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as a colleague 2006.

Manufacturer narrative:
(B) (4)

Event description:
There was an exchange of a penile prosthesis related to the original prosthesis because of a leaking cylinder.